Event description:
Per the clinic, on (B)(6), 2014 the patient was prescribed oral antibiotics (duration not reported) due to skin overgrowth on the abutment and an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.